Event description:
Saw blade was used for procedure. Saw blade was taken out of saw handpiece, attending surgeon noticed pieces of saw blade were missing. Staff in room looked for missing/ broken pieces and xray was taken to clarify if pieces of broken saw blade were in the wound. Manufacturer response for stryker sagittal blade, (brand not provided) (per site reporter). Nothing yet, still under investigation. Have had 9 cases with same issue in the last 5 months.